Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the cartridge removal process, insulin was observed to have leaked out. There was no reported adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded onto the pump.